Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had displayed an error code 600.6835 right out of the box. There was no patient involvement.

Manufacturer narrative:
After review of the file it was determine that error code ¿600.6835¿ is not a reportable malfunction as it is not a channel error or system error and does not impact the functionality of the pump.

Event description:
It was reported that the device had displayed an error code 600.6835 right out of the box. There was no patient involvement.